Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the permanent cautery hook instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument wire suddenly broke. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found scratched proximal clevis and dislodged conductor wire. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.